Manufacturer narrative:
H6. E2401: felt a small ticking feeling on the abdomen on the left side apart from the pain area. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the doctor via the manufacturer representative (rep). It was reported that the impedance test was performed again at the highest amplitude. They reprogrammed on the left side. The doctor examined the patient and took x-rays which were provided. The charging problem started at 2018. The charging frequency changed from once a week to once a day since 2010. The patient did not experience a recent fall or trauma. The patient felt a small ticking feeling on the abdomen on the left side apart from the pain area. The right side could not be used. There was no therapy on the right side, and 50% on the left side compared to before when she was pain-free on both sides. Impedance results at 0.7 volts were 1358-1600 ohms on electrodes 0-3 and greater than 10000 ohms on electrodes 4-7. Impedance results at 1.5 volts were 1385-1539 ohms on electrodes 0-3 and greater than 20000 ohms on electrodes 4-7. Impedance results at 3.0 volts were 1401-1541 ohms on electrodes 0-3 and greater than 40000 ohms on electrodes 4-7. Screenshots of the therapy application, a data report, and a session report were also provided. From the report it could be seen that the stimulation settings were relatively high which would contribute to a higher recharging frequency. It was indicated that the charging frequency was increased over the last year. From the most recent recharge data, it appeared that the latest charging sessions were more successful. From the x-ray, there was no clear damage visible to the system, nor were there any visible loose connections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing some issues regarding completely charging the implantable neurostimulator (ins) battery to 100%. It took the patient 3 hours to charge fully. Even when the battery could be completely charged, the stimulator battery decreased to 75% after 20 minutes. There was no troubleshooting performed by the healthcare provider (hcp) of the patient and the patient was receiving their stimulation as intended. Th patient will be seen in about four weeks by their nurse. The system was working. Additional information was received from the manufacturer representative reporting that the cause was not determined. It was impossible to charge it to 100% even after hours of charging. In a couple hours it goes down from 75% to 50%. 75% charged was the best they could get when recharging. The patient recharges every three days and never lets it get close to empty. There was no plan to meet the patient.

Event description:
Additional information received from the patient¿s nurse through a manufacturer representative reported that the ¿patient had huge problems while recharging¿ and that their ¿latest session took almost seven hours.¿ it was also reported that high impedances were measured and that they ¿showed different each time.¿ there remained no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.